Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the last 6-7 months, the patient has been getting less then 50% relief of symptoms. Bladder infection keep coming. They think it is being caused one by the medications they are taking and having to wear pads or diapers. They went to the doctor and the doctor sent the patient to physical therapy. The therapist had them turn off their stimulation and it pissed off the doctor because the doctor said that isn't helping the bladder. This month alone they had a bladder infection two weeks ago. They don't have it anymore. They said they have never had bladder infections before like they have this last year. Patient wants to know if there are other settings they can put on there that would control their incontinence a little better. Patient wanted to talk to (B)(6) her medtronic representative (rep). The caller was redirected to sent email to rep to call patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeating previously reported concerns with lack of therapeutic effect. Patient stated they continue to have concerns with lack of urinary control and it has been getting worse. Patient wondered if their sacral nerve was getting resistant to treatment or if their baseline bladder issues are getting worse. Patient has to take oxybutynin and has increased their dose. They have frequent uti's and believe they were made worse by having to wear pads. When they spoke with their previous managing physician about it, his response was that everyone patient's age get uti's. They saw a new practitioner at the women's center in apple valley who suggested an different implant, but patient prefers to consult with rep before taking further action. Emailed notification of patient request to rep.

Manufacturer narrative:
B2: uti. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.